Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced symptoms of hypoglycemia with a blood glucose result of 20.0 mmol/l on the accu-chek aviva blood glucose monitor. The patient's doctor advised him to go to the hospital. A relative transported the patient to the hospital which was 40 minutes away from the patient's home. The blood glucose result at the hospital was 2.8 mmol/l. The patient was treated with gluc-up to increase their blood glucose levels. The patient's wife did not have information on what other treatment was given to the patient. The patient was currently still in the hospital.